Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 398 mg/dl and vomiting, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was administered potassium, chloride and fluids.